Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing with over 2000 asystole episodes detected. It was further reported that the icm was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing with over 2000 asystole episodes detected. The icm is still in use. No patient complications have been reported as a result of this event.